Manufacturer narrative:
The customer's meter was returned for investigation. The returned meter was measured with master lot test strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.4 inr, donor 2 inr: 2.9 inr. Donor 1 hct: 40%, donor 2 hct: 46%. Testing results: donor #1: master lot: 2.4 inr, customer meter and master lot: 2.4 inr. Donor #2: master lot: 2.9 inr, customer meter and master lot: 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. None of the treatments/medications provided to the patient are currently known to interfere with the accuracy of the test results. The date in the meter was set incorrectly, so the dates for the results and errors provided by the customer are not able to be verified.

Manufacturer narrative:
(B)(4).

Event description:
The patient stated that he received erroneous results when testing with coaguchek xs meter serial number (B)(4). The patient initially received errors on the meter. The first error indicated that there was movement of the meter and the second error indicated that strip dosing wasn't correct. The patient confirmed that he did not get enough blood to fill the channel of the test strip. The patient then tested a fingerstick sample on the meter, resulting as 6.6 inr. Three minutes later, the patient tested a fingerstick sample from a different finger and the result was 3.7 inr. The patient did not trust either value because of the contrast in values. He did not report either result. No action was taken based on any results from the meter and no treatment was received. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.5 - 3.5 inr. The patient is tested every 2 weeks. The patient is not anemic and does not suffer from antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient has no illnesses, no changes in diet, and no bleeding or bruising. The patient has had no change in coumadin dosage. The time frame between the incident and any medications taken was 12 hours. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 176192-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications.